Event description:
The device was returned for touchscreen failure. When examined the touchscreen was not responsive to any inputs. It was found the touch input cable was unseated from the main pcba. The cable was reseated, with the seating confirmed to be secure, and touchscreen functionality was restored. Subsequently the pump was able to successfully complete a mock infusion. The lcd will not need to be replaced during repair. The handle was found to be externally damaged and will be replaced during repair.

Event description:
The following has been reported: biomed reported: " frozen screen no patient harm or any active infusion stopped." A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.